Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the pump display would only show the battery and insulin gauge and the reminder of the graphics and text were blocked. Customer's blood glucose was 136 mg/dl. Reportedly, customer reverted to manual injections for alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified (malfunction 6).